Event description:
On 21-sep-2025, the user reported experiencing repeated cartridge leaks, stating that 10 cartridges had leaked and caused hyperglycemia. The user mentioned having five boxes of cartridges, connectors, and steel cannula (cd) infusion sets with the same lot number, all showing similar issues. The user did not prefill cartridges or attach the connector before inserting the cartridge into the pump. The agent arranged an overnight replacement supply and escalated the issue for investigation. The user administered a multiple daily injection (mdi) and planned to confirm successful supply change. The highest blood glucose (bg) recorded was 300 mg/dl. Bg was corrected using the correction algorithm, a ghost meal announcement, and an mdi injection. No symptoms or medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.